Event description:
It has been reported to the co that during the procedure the gasket of this device dislodged. Reportedly, when the sheath was placed and the dilator removed the pt experienced backbleed. The pt is reported as fine and the device is being returned for analysis.